Manufacturer narrative:
As part of mako's complaint handling process, a complaint was initiated by mako surgical with regard to this report. The surgeon who performed the original procedure is deceased. The f/u surgeon confirmed that he performed a scope on the pt, and found no problem with the positioning of the implants. No further info is available at this time.

Event description:
A makoplasty pt received a partial knee replacement on the date of event. Mako was informed that the pt posted a series of videos on the internet in which the pt describes adverse events following her surgery. The pt claims that she was on the operating table for 4 1/2 hours and that someone in the operating room bumped the robot and left loose cement in the joint. She states that she had an appointment with another surgeon at the same hospital on (B)(6) 2012 and went to the emergency room on (B)(6) 2012. She states that about a week and a half ago, she had an arthroscopic procedure done to remove the loose cement and the doctor performed other unspecified procedures.